Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose was 188 mg/dl at the time of incident. Customer was assisted with troubleshooting. The customer stated that the size of the air bubbles are unknown. Customer stated that the air bubbles occurred after 20 hours. Customer stated that they performed the high performance test and no leak was detected. The reservoir will not be returned for analysis.